Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction defect on arrival. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The customer was provided repair/replacement information. The device has not been received for evaluation; therefore, the reported problem cannot be confirmed and the root cause cannot be determined. Upon receipt of new and/or additional information, a follow up report will be submitted.